Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the consumer had family member(s) whose device(s) did not work properly and then quit working completely. They had to have it (them) removed. No further patient complications were reported as a result of this event.